Manufacturer narrative:
(B)(4). No samples were returned for evaluation. A batch review was not possible in this instance, as the lot number was not provided; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have a pinhole which caused the bag to leak from the top left corner near the seam. The leak was discovered before administration to the patient. This report documents no patient involvement or adverse events. No additional information is available.